Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged as confirmed via x-ray. Subsequently, the patient underwent a revision procedure where this lead was surgically abandoned and is no longer in service. A new ra lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.